Manufacturer narrative:
Product analysis: the upper case and hanger assembly were found to be broken. The output connector assembly was found to be broken. Display wires were pinched with compromised insulation. Errors were detected and attributed to the main printed circuit board (pcb) being out of electrical specification. A case screw was found to be contaminated. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.